Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead, leading to inhibition of pacing. Diagnostic imaging was performed and revealed lead damage. No intervention was performed; the patient was stable and there were no adverse consequences.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to noise and oversensing. The patient was stable following the procedure and there were no adverse consequences.